Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and there was no issue found during the case. The device functioned/operated to specification. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the patient was placed onto impella cp support due to cardiomyopathy. While on support, the automated impella controller (aic) experienced a controller error yellow alarm that was resolved by switching to a new console.